Manufacturer narrative:
Patient weight unavailable.

Event description:
Lead extraction procedure for a non-functional lead. A large svc tear was identified during extraction attempt of the rv lead. During rescue efforts, bridge device was fully inflated prior to surgeon opening patent's chest. However, at some point during the repair, it was noted that the bridge device was "popped", with unknown definitive cause of balloon deflation. When balloon was discovered deflated, patient was already on bypass. Repairs were completed, and patient survived procedure.